Event description:
It was reported that the impedance had increased to a high value since implant. Damage to the competitors lead was suspected. The device was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of pacing lead impedance anomaly was verified. The device was tested on the bench using automated test equipment and the device met all specifications. No anomaly was detected. The cause of the high pacing lead impedance measurements is undetermined.